Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-sep-2018 with the following findings: a review of the black box showed a recorded auto off alarm with deliveries never resumed. The last delivered bolus was a 0.35u ezbg normal bolus. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 12 hours with a 2.0 unit per hour basal rate. At the end of testing the basal history correctly showed 2.0 units and the total daily dose showed 24.0 units. No alarms or delivery interruptions occurred during the testing. The inaccurate delivery issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was alleged that the pump was not delivering correctly. The reporter was not able to provide further information during the initial complaint. It was alleged the pump caused the patient to experience a blood glucose of 400mg/dl with no symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.